Manufacturer narrative:
Exemption number e2015055. Twenty seven devices were received for evaluation; 18 events were confirmed during testing. Fourteen devices were found to be affected by a broken hinge. Four devices were found to have a loose o-ring. The reported event was not confirmed for 9 devices; the devices were found to be within specifications for the reported event. Three devices were not available to stryker for evaluation. Three devices are available for evaluation but have not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 33 malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Seventeen reported events had patient involvement; no patient impact. Thirteen reported events had no patient involvement; no patient impact. Three reported events had patient involvement; the patients were given extra antibiotics as a preventive measure; no other medical intervention or adverse consequences were reported.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation; three events were confirmed during testing. One device was found to have a broken hinge and a loose o-ring. Two devices were found to be affected by a separated weld. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device had a condition in which the non-sterile battery had the potential to be exposed to the surgical site. Seventeen reported events had patient involvement; no patient impact. Thirteen reported events had no patient involvement; no patient impact. Three reported events had patient involvement; the patients were given extra antibiotics as a preventive measure; no other medical intervention or adverse consequences were reported.